Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates if reoperation: please provide the date what were the findings on reoperation. Are there any pictures for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. On (B)(6) 2018, the patient presented with pain and mesh exposure secondary to the mesh and vaginal portion of mesh was removed. Additional information has been requested.